Event description:
It was reported that during an open sigmoid colectomy procedure, secured anvil in proximal with purse string. Inserted instrument trans anally. Surgeon reported extended trocar, attached anvil and heard a click. Proceeded to fire instrument and upon removal of instrument, found that the knife and staples had not deployed. Surgeon removed instrument, sutured the hole from the trocar and pulled new cdh29 instrument used it with anvil from original instrument and everything worked fine. After the procedure, the surgeon removed the original stapler and deployed it outside of patient and saw knife advance and the staple drivers. No patient consequence.